Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a normal follow-up, increased pacing lead impedance was observed. No other electrical anomalies were observed. Performing either a provocative testing or a command shock was suggested. The physician considered to just monitor the patient. No further information is available.